Event description:
Patient's mother reported needing another pump since the one they have isn't working (no further specifics given). They never received the pump shipped on 03/10/2021 because it went to the hospital. Unknown if patient missed a dose; no adverse event reported; unknown if device available for return; unknown lot number no further information known. Used to infuse gammagard (20gm/200ml) at above dose. Frequency= daily for 2 days every 2 weeks. Reported to (B)(6) by: patient/caregiver.